Manufacturer narrative:
Eval: results: eval of the returned product revealed the unit lcd display is blank. Therefore, only certain functions could be tested. Additionally one battery spring is rusted. The sensor #1 receptacle molding is damaged; but the pins are in good condition. There is a chip on the bottom right corner of the case. There is a pebble inside of the sensor #2 receptacle. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. When storing the alarm with power on, check the alarm every week to make sure the batteries are still operable and the alarm is still on. Remove batteries when storing the alarm for an extended period to prevent depleting the batteries and potential corrosion. (B)(4).

Event description:
Customer reported that the lcd display is blank. The alarm did not come in contact with liquid. There are no signs of corrosion or battery leakage.